Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt saw a kink in the catheter on an MRI. The pt did not experience "much relief" during the day, but it was better at night. It was unclear what info the hcp had given the pt; suggested that he would "take it out". The pt was considering discussing the results with "someone else". Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.